Event description:
It was reported by the patient that the pod's needle deployed early before being placed indicating a needle mechanism failure. The patient's blood glucose dropped to 69 mg/dl. The cannula was visible and the pink slide did not move forward. The patient stated that they were drinking juice to bring there glucose levels up.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.